Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that during implant the stylet used was used after the "used before date." The stylet was used, but did not remain implanted. No patient complications have been reported as a result of this event.